Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se performed physical and electrical inspections. The device passed all relevant testing. Device data was collected and is pending analysis.

Event description:
It was reported that message code 370 (low portal vein flow) appeared one hour and 36 minutes into the perfusion. The device user (du) attempted troubleshooting, but without resolution. It was noted that the soft shell reservoir (ssr) volume was low. The du reached out to the surgeon, who eventually checked the liver bowl where parameters were found to be unchanged. The surgeon noted that no bleeding vessels were observed and all the cannulas were in good positions. There was nothing happening in the liver bowl that explained the message code on the graphical user interface (gui). A senior clinical specialist (cs) walked the du through further troubleshooting and the inferior vena cava (ivc) was left open to allow for outflow. There was immediate decongestion of the liver and volume recovery in the ssr.

Event description:
It was reported that message code 370 (low portal vein flow) appeared one hour and 36 minutes into the perfusion. The device user (du) attempted troubleshooting, but without resolution. It was noted that the soft shell reservoir (ssr) volume was low. The du reached out to the surgeon, who eventually checked the liver bowl where parameters were found to be unchanged. The surgeon noted that no bleeding vessels were observed and all the cannulas were in good positions. There was nothing happening in the liver bowl that explained the message code on the graphical user interface (gui). A senior clinical specialist (cs) walked the du through further troubleshooting and the inferior vena cava (ivc) was left open to allow for outflow. There was immediate decongestion of the liver and volume recovery in the ssr.

Manufacturer narrative:
Device data reviewed confirmed the reported event. The root cause of the issue could not be definitively determined.